Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Investigation summary: the unit was received at the service center and evaluated. The reported issue was not confirmed. However, there were a few failures that were found to be impairing the device function. The following observations were noted during the repair of the unit. Visual observations revealed that the pump was in a bad condition. Functionally, starting and extinguishing the pump was ok. However, it was found that the lower chassis of the pump is broken. Further, the left and right lexan safety covers with hinges were found to be broken. Clamp tubing was used. It was noted that the tips and rubber foot were worn out and the chamber holder and guide line were twisted. The roller pump head was found to be corroded and was changed. The tension rocker arm was blocked. The serial number of the device indicates that the device is around seven years old. Hence, the failures found can be attributed to field wear. The device was repaired. This serial number is a part of the legacy fms devices. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturer no longer exists, and it is no longer possible to make process corrections or corrective actions. Further, a review into depuy synthes mitek complaints system revealed four dissimilar complaints for this serial number with the product code. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the biomed that during an unknown procedure the device could not be stopped. Caller could not tell me how they complete the case. No patient consequences or delays.